Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: opening, red particles/white calcification in the surface of the shell, crease fold and overweight. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Reason for reoperation: "capsular contracture, baker grade IV".

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.